Event description:
Connecting tube twisted resulting in pt becoming distressed with fast breathing rate. The emergency response team was called (as per policy) and the physician quickly came. He noticed the connecting tubing was kinked. He unkinked it and went to ICU to get another connecting tube. The pt settled once the kink was gone. The physician changed the connecting tube with no further difficulty. This occurred on the weekend. On monday, the physician went to ICU post-op as they normally do, post this particular surgery. The pt according to the nursing staff did not develop a tension pneumothorax as originally thought, otherwise he would have been quite sick and he was totally fine once the tubing was unkinked. He did have hemodynamic compromise due to his respiratory rate and heart rate increasing from the distress, but that settled as soon as the tubing was unkinked.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4). Event eval: still under investigation.